Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Occupation: reliability laboratory technician. MFR name: st. Jude medical (B)(4). Eval code - no complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the insulation was abraded from 3.2 cm to 3.9 cm from the ring electrode.